Manufacturer narrative:
Pc-(B)(4). Date sent: 3/26/2021. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the 0035h device was received with the insulation of the electrode charred at the mid area. It should be noted that product failure is multifactorial. The most likely cause of this damage is caused by operating the electrosurgery equipment (generator) at high power settings with continual activation of the electrode for long periods or by placing the electrode tip against another instrument causing extreme heat which results in the melting of the tip. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The lot history records were reviewed and certified by external manufacturing that the manufacturing criteria was met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history record review could not be performed because a lot number was not provided by the customer. Additional information was requested, and the following was obtained: are there any patient consequences? There¿s no patient injury.

Event description:
It was reported that during an unknown procedure, the bovie pencil tip was sparked and the tip was not available. It is unknown if there were any patient consequences.